Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced a blood glucose (bg) level of less than 46 mg/dl; cause was not known. Customer consumed carbohydrates to address bg. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.